Manufacturer narrative:
Update received 11 sep 2025: pre-ops were not completed. Surgery has not been re-scheduled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm swing point. Approximately 26 months post procedure patient suffered arteriovenous fistula stenosis. Patient presented with pain at the target lesion arteriovenous fistula site. Pain regimen was adjusted, and patient was started on oxycodone. Patient's pain resolved. Patient discharged to home and instructed to follow up with vascular surgery for revision of the arteriovenous graft placement due to arteriovenous fistula stenosis. Patient recovered.